Event description:
General report received of an unspecified number of undocumented incidents of the tubing split while in use with a power injector; subsequently, blood loss was noted. On unspecified dates, the male adapters of the power injector tubing set were connected to the clave ports of the extension tubing sets. It was reported that the option-lok male adapters of the extension tubing sets were connected to the pt's IV access sites. The extension tubing sets were being used to deliver unspecified volumes of isovue 370, at a rate up to 3.0 ml/sec, with a pressure setting up to 300 psi via a power injector. At unspecified times after the injection was started, it was reported that the tubing "ballooned and split" at unspecified locations on the extension tubing sets. It was reported that unspecified volumes of contrast medium leaked and unspecified volumes of blood loss were noted. The extension tubing sets were clamped and were removed from clinical service. The extension tubing sets were replaced and the procedures were resumed. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the tubing sets were discarded. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard IV administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the info known by the reporter upon query by hospira personnel.